Event description:
During an ercp and stone removal procedure, the physician used a wilson-cook web ii double lumen extraction basket. During systems preparation, the basket extended from the outer sheath as expected. The extraction basket was advanced through the accessory channel of the endoscope to the desired position within the cbd. While attempting the stone extraction the inner drive wire punctured the outer sheath near the handle assembly. No injury to the pt or user was reported.